Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with lows following highs while using the ilet due to prior practice of announcing meals without eating, pausing the pump during manual labor for several hours, and a recent high after eating while the pump was paused, after which the system corrected the high when unpaused. Symptoms included hypoglycemia following exertion and hyperglycemia after eating with the pump paused. Outcomes included self-management at home without medical intervention. Investigation included troubleshooting and user education regarding proper meal announcements, activity management, and consideration of a pump reset in consultation with the healthcare provider. Investigation of this case revealed no device malfunction, with user behaviors contributing to excess highs and lows, and normal device performance evidenced by automated correction of hyperglycemia once resumed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error related to meal announcements and pump pausing.